Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and displayed a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing system and user interface pcb assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control further evaluated the replaced parts at the product assessment center (pac) and the cause of the reported issue was determined to be due to cracked and shorted capacitor c181 on the user interface pcb assembly.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and displayed a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.